Event description:
A medtronic ent representative reported that, while navigating in a functional endoscopic sinus surgery (fess), an error message appeared, indicating there was a communication error with the axiem box. In trouble-shooting the navigation system was re-booted, however, the issue was not resolved. A second navigation system was brought in to continue the surgery as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis. No further issues have been reported.